Event description:
The advocate called for help with the customer's meter. While troubleshooting, the advocate performed control tests using several bottles of the customer's test strips. The first bottle gave a result of 371 mg/dl. The normal control range was 103-143 mg/dl. The second and third bottles gave results of 220 and 250 mg/dl. The normal control range for those bottles was 97-134 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.

Manufacturer narrative:
The bottles with lot number 6jc3c02 have manufacture date of 09-2006, and an expiration date of 9/30/2008. The product code was not provided.